Manufacturer narrative:
One 6f supreme ep catheter was received for eval. A single long piece of fibrous fm was removed from the distal tip and shaft of the catheter. There was no visible damage to the device where the fibrous fm was removed from the catheter. The shaft appeared stretched and had a visible gap between electrode 2 and the distal uv trim at electrode 2. Evidence of blood-colored fluid ingress was visible at the proximal and distal uv trim at electrode 2 and the distal edge of uv trim at electrode 3. The fm sample was sent for add'l testing. It is determined from ftir tests that the contaminant contains amide functionalities, which are components of tissues and some biological samples: however, the ftir tests cannot identify and confirm that the contaminant is tissue-related. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during an ablation procedure, foreign material was noted on the tip of a supreme ep catheter. The physician placed a non-sjm introducer into the pt and then a supreme ep into the introducer with difficulty. Upon removing the catheter, foreign material was noted on the tip. The material was removed for analysis and the catheter was caused. The procedure was completed without adverse consequences to the pt. Add'l info was requested, but not available.